Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In late 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving error 1 and error 2 messages. This complaint is classified according to the documentation of the customer care advocate and the answers to the follow-up questions that were obtained on december 18, 2008. She tests 4 times a day, before: breakfast, lunch, supper and bedtime. The patient takes nph and toronto insulin. The nph is on a fixed regimen and her toronto can be adjusted, but is usually taken as a fixed amount as well. The patient claimed that the two error messages have been ongoing for the past week prior to contacting lfs. During this time frame, the patient was not able to obtain any blood glucose results and reportedly had symptoms described as "shaky and dry throat." During the week the pateint reportedly was not able to test her blood glucose, her activity level was as usual. The patient took the usual insulin regimen, but indicated that she did not eat at her usual time or "when she was supposed to." The patient expressed that she experienced the aforementioned symptoms twice during that week and administered self-treatment with something sweet (eating 1 or 2 cookies, having a drink of orange juice/pop or if close to a meal, eating her (meal). The duration of her symptoms were approximately 30 minutes. The patient feels that it "wasn't the meter at all" that caused her symptoms and attributes her reported symptoms to the not eating "when she was suppose to." Her insulin regimen was not changed immediately prior to or after the aforementioned symptoms. During troubleshooting, the reported issues were not resolved with training. This complaint is being reported because the patient claimed, and she had symptoms that were suggestive of severe hypoglycemia after she was unable to obtain a blood glucose result due to the reported issue. Replacement products were sent to the patient.